Manufacturer narrative:
Additional information: h4 device manufacture date added h6 health effect - clinical code and health effect - impact code added the device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. A sample analysis not applicable because there were no samples or digital image submitted with this complaint. The complaint will be reopened if a sample is received. The reported condition could not be confirmed. Because no samples or photos were received for evaluation, the condition reported could not be confirmed; however, there have been cases reported in the past for catheter detachment, of which a corrective and preventative action (CAPA) was opened in order to address the reported condition through a more robust investigation. Results of the investigation will be documented through this CAPA. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
Customer reports: the catheter disconnected.